Event description:
It was reported that on (B)(6) 2013, a 2.5x18mm xience xpedition stent was successfully implanted in the mid left anterior descending (lad) coronary artery. The patient was discharged home the following day. On (B)(6) 2013, it was reported that the patient was non-compliant with plavix, but the medication was re-prescribed and reportedly, the patient was then compliant with both aspirin and plavix. On (B)(6) 2015, a diagnostic angiogram was performed displaying 50% stenosis in the mid lad and 90% stenosis in the distal left cx. It is unknown if there was re-stenosis in or within 5mm of the implanted 2.5x18mm xience xpedition stent. On (B)(6) 2015, the patient was admitted to the hospital for shortness of breath and triple vessel disease. Three coronary artery bypass grafts (CABG) were placed in the mid lad, obtuse marginal (om), and posteriolateral branch. The adverse event resolved without sequela and on (B)(6) 2015 and the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that dyspnea, stenosis and emergent or non-emergent surgery are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.